Event description:
Boston scientific received information indicating that the lead may have a fracture or the insulation is damaged. A revision will be performed in the near future. Dr. (B)(6) hospital (B)(6) dr. (B)(6) spain . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).